Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The preparation was without any abnormalities. After inserting the catheter, the physician was aspirating air all the time and a hemostatic valve leak was noted. During event constant bubbles aspiration, they aspirated air all the time with the catheter inside. The dilatator was also inserted in the patient. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The preparation was without any abnormalities. After inserting the catheter, the physician was aspirating air all the time and a hemostatic valve leak was noted. During event constant bubbles aspiration, they aspirated air all the time with the catheter inside. The dilatator was also inserted in the patient. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress.